Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. As the physician was pulling the 4.50x16mm veriflex stent delivery system (sds) out of the plastic coil, the stent dislodged from the stent delivery balloon. The device never entered patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is okay.

Manufacturer narrative:
The device was received with the stent detached from the delivery balloon and positioned inside the stent protector. An examination of the balloon could find a clear impression of where the stent had been crimped initially. An examination of the stent found that the edge of the stent, sticking out from the stent protector, was damaged. The stent was removed from the protector with no restrictions noted. The other edge of the stent that had been positioned inside the protector was damaged with a stent strut lifted. The distal subassembly extrusion was kinked at 15.4cm, 16.8cm and 17.3cm distal to the port. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. As the physician was pulling the 4.50x16mm veriflex stent delivery system (sds) out of the plastic coil, the stent dislodged from the stent delivery balloon. The device never entered patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is okay.

Manufacturer narrative:
(B)(4)